Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022. Customers blood glucose was 1000 mg/dl. The customer's current blood glucose was 152 mg/dl. The customer did experienced the symptoms such as confusion. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Troubleshooting was not performed, and the customer will discontinue to use the device.